Event description:
It was reported the device alarm triggered and the patient presented to the hospital. The device data showed there was noise oversensing on the right ventricular lead possibly from some external interference as the episodes were at approximately the same time on different days. Discussion with the patient revealed the episodes may have been caused by a very old microwave at the patient's home. The patient was going to remove the microwave from the home and follow up with the physician in a week. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analysis of the device memory showed the battery indicator signifying that it was time for device replacement. The elective replacement indicator date was (B)(6) 2014. Oversensing due to electromagnetic interference/noise was also indicated.

Event description:
Additional information was received indicating the device was removed.